Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the system had no power, preventing it from being turned on. Troubleshooting found that the issue with the power hardware (pdu (power distribution unit) fan tray and dcps (direct current power supply) which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the power supply and confirmed the 24v power supply was root cause of the issue. Following the replacement of the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid code was corrected.

Event description:
It has been reported to philips that the system would not power up. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the pdu (power distribution unit) fan tray, dcps (dc power supply) and returned the system to use in good working order. Philips has started an investigation of this complaint.